Event description:
(B)(6) study. It was reported that arrhythmia occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. The subject received loading doses of 81 mg aspirin and 300 mg clopidogrel. A lotus introducer was placed and the aortic valve was treated with subsequent deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use. Post index procedure, the subject developed left bundle branch block, first degree atrioventricular (av) block and second degree av block- mobitz I which led to prolonged hospitalization. Medications were administered and a new pacemaker implantation was recommended. A new permanent pacemaker was implanted successfully. At the time of the reporting, the events were considered resolving.